Event description:
It was reported that thrombosis occurred. During a watchman left atrial appendage closure (flx pro) procedure, a torflex transseptal guiding sheath was selected and advanced into the patient anatomy for transseptal puncture. Following successful transseptal puncture with a non-boston scientific wire, thrombus was observed on the interatrial septum within the right atrium before insertion of the watchman double-curve access system. Following successful transseptal puncture with a torflex transseptal guiding sheath and non-boston scientific wire, thrombus was observed on the interatrial septum within the right atrium before insertion of the watchman double-curve access system. The physician elected to continue the procedure, advanced the watchman double-curve system, and performed aspiration. The first dose of heparin was administered after access was obtained, and a second dose was administered after transseptal puncture. Transesophageal echocardiography (tee) was used for procedural imaging during the implant. The reported activated clotting time (act) was 234 seconds. The thrombus resolved prior to patient discharge. No persistent patient injury was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.